Event description:
It was reported that the user experienced persistent high blood glucose while using the iLet, with readings reaching 300 mg/dL and higher, attempted corrections using the device and by entering meal announcements, and at times disconnected to administer subcutaneous insulin via pen, ultimately discontinuing iLet use for several months and later requesting support to restart. Symptoms included hyperglycemia and excessive thirst. Outcomes included troubleshooting and user education. Investigation included communication with the user and trainer and analysis of information provided by the user or third parties. Investigation of this case revealed no specific device findings and insufficient information to identify a device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.